Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage to the device. An 'air in line' alarm along with a 'dose code connector communication' error was found in the event history log. Functional testing confirmed the reported issue; however, it could not confirm the empty fluid alarm and accuracy issue. The pump accuracy was within specification. Furthermore, the detection function of the air detector was found to be degraded. It was determined that the air detector and the dose cord connector were the root causes. The air detector and the dose cord connector were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an 'empty fluid' alarm and 'disconnected cord' alarm. Per reporter the dosing button was pressed the liquid doesn't flow. Flow accuracy sometimes exceeds -6 percent. The event occurred before patient use, thus there was no patient harmed/adverse event reported.